Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected. The system had fluid, but it would not transfer into the cylinders. The patient underwent surgery to replace the device. There were no patient complications.